Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial and ventricular noise oversensing observed on non-sustained ventricular tachycardia and atrial tachycardia/atrial fibrillation (at/af) episodes. Follow up concluded that this was due to electromagnetic interference and no intervention was done. The device remains in use. No patient complications have been reported as a result of this event.